Event description:
The patient reported that occlusion was located in the tubing on (B)(6) 2026 where blockage is located in the tubing which led to high blood glucose and was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.